Manufacturer narrative:
A complete lead was returned in one piece. Visual examination and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented with pain while pacing. The lead was noted to be dislodged. The lead was explanted and replaced. The patient was stable.